Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: 21december2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the instrument broke during surgery; the surgery time was not extended. No broken parts remained in the patient; there was no patient harm reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation of the complained pulling device has shown that the tip (50mm) is broken off. Further investigation shown that the drill blade is worn out. The article was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified (manufactured in december 2006). Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The broken surface is homogenous which indicates material conformity as well. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It was reported that too much mechanical force had been applied during the surgery. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.